Event description:
During the bronchoscopy, surgeon reported that he lost video on the video monitor, and once he pulled the bronchoscope out, he saw that the very end was damaged, with the very tip of it missing. FDA safety report ID # (B)(4).